Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0a31s, implanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that when the patient checked stimulation today (following turning on after a surgery), it changed from ¿1 point som ething¿ to 2.5 volts. The patient thought the stimulation changed when the implantable neurostimulator (ins) was off. The patient turned stimulation back on and the issue was said to resolve with instruction on how to change programs. The issue reportedly occurred between (B)(6) 2014 and the day of the report.